Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (damaged battery) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery had extensive physical damage, including battery cells detached from the battery pca. The root cause for the damaged battery was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack was physically damaged.